Manufacturer narrative:
The investigation determined that reproducible higher than expected vitros tropi es results were obtained for two samples from a single patient processed on a vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction had occurred. Treating the sample using a heterophilic blocking tube yielded lower results than the untreated sample. The most likely cause of the event is the presence of heterophilic antibodies in the patient sample that are interfering with the assay. The vitros tropi es instructions for use state, ¿for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products.¿

Event description:
The customer obtained reproducible higher than expected vitros tropi es results for two samples from a single patient processed on a vitros 5600 integrated system. The vitros tropi es results were considered to be higher than expected based on values obtained using an alternate method. Sample 1: vitros tropi es results of 0.878 and 0.858 ng/ml vs. Expected result of < 0.034 ng/ml (vitros tropi es upper reference interval).sample 2: vitros tropi es result of 0.896 ng/ml vs. Expected result of < 0.034 ng/ml (vitros tropi es upper reference interval).biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were not reported out of the laboratory and there was no allegation of patient harm as a result of this event.(B)(4).